Event description:
It was reported the physician was performing an arthroscopic procedure using a super turbovac 90, ifs wand. According to the physician, he felt a shock. The physician was able to complete the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.